Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) shut down and restarted by itself (twice). They found an error message on local screen. Other units like roller pump continued to work. The perfusionist (ccp) plugged the system into a different outlet on the wall and rebooted the system. The outlet on the wall and rebooted the system. The reported issue did not reoccur. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Software data logs were received by the MFR on (B)(4) 2014 for further eval. Per technical support on (B)(4) 2014, they asked the customer to check all the connections, hard drive power cable, cable that connects the single board computer (sbc) board to the local area network/interface board (lan/if) internal to the central control monitor (ccm) and the d/c to d/c power supply connections internal to the ccm. Per email from the subsidiary site on (B)(4)2014: our service engineer confirmed the ccm cable was securely connected to the base when he replaced the ccm for the customer. Therefore, we suspect that the cause could be a bad cable or bad connector.